Manufacturer narrative:
Investigation conclusion: a review of the package insert (pi) was conducted for clarity of instructions. No issues were found. The customer's reported problem was related to a deviation from the instructions called out in the pi. The alternate rapid test kit that was used was expired on the date of occurrence. Root cause: customer procedural error. Source: phone.

Event description:
Reported discrepant sars result for 1 symptomatic consumer. The consumer communicated that they tested positive with quickvue otc and negative with another brand's rapid antigen assay the same day. The consumer communicated that they alternate rapid antigen assay was an expired test kit. An additional consumer event was also communicated which is captured on a separate report.